Event description:
It was reported that during the treatment of a renal artery pear shaped aneurysm, the most proximal 8 cm of coil could not be positioned within the aneurysm. During an attempt to remove the coil, it prematurely detached partially within the aneurysm and the artery. An attempt was made to retrieve the coil using a lasso unsuccessfully. Another microcatheter was used to push the coil in the aneurysm. This attempt was successful. Three additional coils were placed without difficulty. No harm or injury was reported.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the coil detached from the delivery pusher. The delivery pusher is kinked and damaged at the distal segment. The lead wires are separated and broken from the core wire of the pusher. The attachment monofilament that holds the implant intact with the delivery pusher has characteristics of being stretched. The implant was not evaluated as it remains within the patient. The introducer and microcatheter were not available for analysis. The root cause of this complaint appears to be due to a force being applied to the device that exceeded the maximum tensile force of the attachment monofilament. The incident summary indicates several attempts were made to try to push the coil into the aneurysm. It appears the device became damaged during the manipulation. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.